Event description:
The customer reported 2 false positive results on the alinity m resp-4-plex assay. The customer reported that they tested sample ID (B)(6) on (B)(6) 2025 and the result was positive for the flu b target. The sample was retested on the lightcycler and alinity m platform and the results were "not detected." Sample ID (B)(6) was tested on (B)(6) 2025 and the result was positive for the flu a and sars-cov-2 targets. The sample was retested on the lightcycler and the results were "not detected." There was no report of impact to patient management.

Manufacturer narrative:
Updateed b5 to correct the first sentence and delete rsv. Change the customer reported 2 false positive rsv results on the alinity m resp-4-plex assay to the customer reported 2 false positive results on the alinity m resp-4-plex assay. Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. The assay reagents performed as expected and met the assay specification requirements. The run met all validity and acceptance criteria. A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 417998. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lots. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 417998. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 417998 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2025-00506, occurrence date: 15-dec-2025. Occurrence date: 16-dec-2025.

Event description:
The customer reported 2 false positive rsv results on the alinity m resp-4-plex assay. The customer reported that they tested sample ID (B)(6) on (B)(6) 2025 and the result was positive for the flu b target. The sample was retested on the lightcycler and alinity m platform and the results were "not detected." Sample ID (B)(6) was tested on (B)(6) 2025 and the result was positive for the flu a and sars-cov-2 targets. The sample was retested on the lightcycler and the results were "not detected." There was no report of impact to patient management.